Manufacturer narrative:
(B)(4). Investigation: one of the two spectra optia exchange sets was returned for evaluation on (B)(4) 2011 and the other was disposed of by a customer employee. The set was visually inspected and compared to another known "good" set. No manufacturing, assembly process defects or issues found while evaluated. The rdf (read data file) analysis was performed and the opti alarmed in both instances. The system functioned as intended. DHR was performed and there were no issues that would have contributed to this event. The lot met all requirements and was found to be acceptable for release. Customer's last pm on this optia, per caridianbct records was on (B)(4) 2009. According to caridianbct records, this optia should have had three other pms that were missed. This customer does not have current service contract. Root cause: the root cause was undetermined. Possible causes include but are not limited too: dirty rbc detector assembly, disposable tubing set is externally occluded, loading error where the tubing is improperly seated in the valves. Conclusion: the spectra optia apheresis system functioned as intended.

Event description:
This report is being filed as a result of changes to our MDR evaluation process. We continue to refine our MDR process to better align with current agency policy. We regret that this change has caused this MDR to be filed outside the required timeframe. A customer (physician) called and reported that while a tech in the office was performing a tpe procedure on the optia, they received a "rbc in plasma" alarm near the beginning of the procedure. Customer stated that there was blood mixing with plasma. The caridianbct support specialist suggested some troubleshooting. This was not done by the tech and they cleared the alarm (without troubleshooting). Tech decided to set up another kit and it was agreed that the caridianbct support specialist would call back. Upon calling the customer back, another kit had been set up, run for a few minutes and taken down. The caridianbct support specialist had difficulty understanding the steps the customer was taking and requested that the spectra optia exchange set be returned for investigation and a return kit was sent to the customer.